Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line error. A device history record review revealed no issues that could have caused or contributed to the event. Service evaluation verified the air in line error. The cause was identified to be an ultrasonic sensor calibration values are out of specification; the sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed air in line. No additional information is available.